Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline power fault alarm was confirmed via analysis of the submitted log files. The system controller event log file captured a driveline power fault alarm on (B)(6) 2026 that was associated with a pwr_a_broken fault. The driveline power fault alarm did not impact the system¿s ability to operate as intended. There were no other notable events captured. The returned modular cable was used to operate a mock loop for an extended period, and atypical alarms were unable to be reproduced. The modular cable was placed within a cirris test fixture to evaluate the integrity of its inner wires, and the cable passed this test. The internal wires were measured for continuity and were found to be unremarkable. The internal wires' insulation was measured; however no atypical values were found. The outer layers of the modular cable were stripped and no damage to the underlying wires was observed. The modular cable was submerged in a high-potential saline bath and passed this test without issue. No breakdown of the wire insulation or internal conductors were observed. The reported event was unable to be reproduced. It was reported that after the modular cable exchange, no more alarms appeared. A root cause for the reported event could not be conclusively determined. The relevant sections of the device history records for the modular cable, lot number 10665335 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. B and heartmate 3 patient handbook, rev. B are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6 of the IFU, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section 4 of the patient handbook, entitled ¿living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ in addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section e1: reporter phone number as originally reported (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a driveline power fault alarm during the night and informed the hospital. Log files were downloaded, which confirmed the driveline power fault. The ventricular assist device (vad) coordinator decided to exchange the modular cable. After the exchange, no more alarms appeared.